Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550 was confirmed during product evaluation. The root cause of the reported problem was determined to be a rear inverter harness. Appropriate action was taken to correct the reported problem by replacing the rear inverter harness. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.